Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance warnings. The lead had high thresholds and intermittent capture. The lead was found to have a gradual increase in pacing impedance and an increase in thresholds. The lead was found to have diminished r-wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.